Event description:
It was reported that low sensing resulting in post-sensed t-wave oversensing was observed on the device and right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.